Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refy0957 showed three other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in china.

Event description:
It was reported that the 3f PICC was selected for two pediatric patients due to the need for chemotherapy. During insertion, 3f seldinger needed to be used. The proximal hose portion of the guide wire in the seldinger got stuck, unable to be advanced or retracted. Upon removal, it was found that the hose portion of this guide wire was difference from that of other guide wires. The hose portion was kinked or curled. The catheters were placed successfully only after the head nurse replaced the two seldinger devices with a new one respectively. The guide wire was almost retained in the body of the patient. It was reported this occurred with three devices. This report addresses the first device.